Event description:
Reportedly, on (B)(6) 2024, when vega r52 (drg044212) was used during an implantation attempt. Before the insertion the screw mechanism was tested on the table and no abnormalities were observed with the screw mechanism. The lead was positioned in different position in the apex, but abnormal impedance and sensing values were obtained with the psa. The physician decided to not implant the lead and to implant a new vega lead. The lead was discarded in the hospital as the patient had complications of hepatitis.

Manufacturer narrative:
Summary of investigation: device history report (DHR) analysis shows that the unit related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, or deviations that could result in the reported incident. However, as the suspected lead was not returned (discarded in the hospital), it is impossible to conclusively confirm/identify the reported issue. Fore more details, please refer to the attached report analysis